Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced drive count/time value or changes incorrect for moving or coasting. Customer's blood glucose value was unknown. The customer stated that the pump is not holding the batter power even after changing the battery. The customer stated that the pump was not exposed to high magnetic field. The customer was assisted with self-test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 37 noted during testing. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm, power loss alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The device was received with scratched case.